Manufacturer narrative:
Reference MFR. Report #3004209178-2016-12455 regarding the patient¿s previous implantable neurostimulator. Reference MFR. Report # 3004209178-2016-12456 regarding other issues the patient experienced while using this implantable neurostimulator. Reference MFR. Report # 3004209178-2016-10256 regarding a pump the patient had.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. The patient had a history of refractory urinary urgency, urinary frequency, urinary retention, and neurogenic bladder. On (B)(6) 2013 the patient had cystoscopy with placement of suprapubic tube. The urethra was noted to be normal and the bladder was drained and refilled. The ureteral orifices were normal in size, position caliber, with clear efflux from both. There were no suspicious lesions noted at the base, the back wall, the lateral wall, or the dome. The catheter was placed and seen to be in excellent position in the bladder. There was no bleeding noted. The bladder was drained, the cystoscope removed, and the patient was taken to recovery in stable condition. Urodynamic studies were performed on (B)(6) 2013 in the standard fashion. The patient arrived with a suprapubic catheter attached to drainage bag. Urodynamics were done by a water-based technique utilizing the existing suprapubic tube. A cystometrogram was performed: first sensation 150 ml, first desire 300 ml, maximum cystometric capacity 400 ml, total infused volume 400 ml. There was no uninhibited detrusor contraction and no bladder pain. Micturition results were: detrusor pressure at maximum flow (pdet at qmax) 26 centimeters (cm)/h20, abdominal pressure at maximum flow (pabd at qmax) 26 cm/h20, vesical pressure at maximum flow (pves at qmax) 52 cm/h20, maximum flow rate 33 ml/second (sec), flow time 27.66 sec, voided volume 445 ml, residual 5 ml. The electromyogram (emg) was appropriate. The patient was instructed to plug the suprapubic catheter as much as possible and void on her own. The patient was instructed to unplug the catheter and attach to her leg drainage bag if she had difficulty voiding or increased residual. The cystometrogram demonstrated normal compliance and normal detrusor function. The sensation was normal. Pressure studies demonstrated normal flow pattern, low voiding pressures, appropriate electromyogram, and adequate bladder emptying. Provocative studies showed evidence of no incontinence. On the same date the suprapubic tube could not be removed or changed by nursing. The tube was removed by the physician with moderate difficulty and an 18 french latex suprapubic tube was inserted with clear return of urine. The patient tolerated the procedure well. There were no complications and the patient was discharged in stable condition. On (B)(6) 2013 the patient was evaluated for nausea and vomiting. An esophaogastrostomy and biopsy were done with no complications. The postoperative diagnosis was status post roux-en-y gastrojejunostomy. Endoscopy had no significant findings within the small residual portion of the stomach. The small intestines were entirely unremarkable and the esophagus was normal. The endoscope was withdrawn and the patient was in stable condition. The findings were "probably insignificant.: a colonoscopy was done the same day with evaluation for history of colonic adenoma and chronic diarrhea. The postoperative diagnoses were rectal polyp and rule out microscopic collagenous colitis. A colonoscopy with terminal ilium cannulation and biopsy were performed. There were no complications. Retroflexion in the rectal vault demonstrated a few diminutive hyperplastic-appearing polyps removed with forceps technique. There was also slight prominence at the dentate line, more on the squamous epithelial side, which was biopsied, probably representing small mucosal prolapse or hypertrophy. There was selective specimen labeled biopsy of the anorectal junction. The patient was taken to the recovery room in stable condition. Chronic diarrhea was probably related to gastric bypass surgery, but microscopic colitis was excluded. There were no signs of definite colonic adenomas. On 2015-08-18, the patient had a cystoscopy with placement of suprapubic tube was performed. The urethra was noted to be mildly stenotic and the bladder was drained and refilled. The ureteral orifices were normal in size, position caliber, with clear efflux from both. There were no suspicious lesions noted at the base, the back wall, the lateral wall, or the dome. The catheter was placed and seen to be in excellent position in the bladder. There was no bleeding noted. The bladder was drained, the cystoscope removed, and the patient was taken to recovery in stable condition. A left side central venous catheter (cvc) was placed. There were no complications and the tip of the port was sent for culture. The patient was admitted to the hospital on (B)(6) 2016 and her implantable neurostimulator (ins) and leads were removed on (B)(6) 2016. Once removal was completed, her suprapubic tube was exchanged without complication and she was taken to recovery in stable condition. She was discharged on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.